Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2017-01532. It was reported the patient's scs trial procedure was abandoned. Reportedly, the physician was unable to gain access to the epidural space. No adverse consequences to the patient were reported.